Event description:
Blue ridge screw backed out approximately 6 weeks post-operatively. The patient was revised.

Manufacturer narrative:
The explanted plate and screws have not yet been returned to the manufacturer. Once received, the products will be evaluated, along with the manufacturing and inspection records to try to determine potential causes of the back-out. In the interim, the x-rays received thus far are being reviewed and discussions are underway with the surgeon. With the limited information available to date, no firm conclusions can be drawn at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. Although the plate was not returned, the screws were returned and have been evaluated. The damage to the implants is inconclusive. There is not definitive evidence on the screws to conclude whether or not all locking clips of the plate were properly positioned over the screw head after the original surgery. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Manufacturer is not expecting additional information and considers this to be a closing report.